Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bruise and cellulitis from the device hitting her leg as it falls from a table or from where she sits. The patient's physician prescribed the patient antibiotics to prevent sepsis due to the bruising and cellulitis. There is no indication of a device malfunction. The patient ended use of the device. The patient's irritation improved.